Event description:
Event description guidant received information that this transvenous defibrillation lead fractured. The physician elected to surgically cap and abandon the lead, and implanted a different guidant defibrillation lead. This procedure was performed without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.